Manufacturer narrative:
According to the field, the s-ICD is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of the device data also noted untreated episodes with oversensing of noise. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, the s-ICD is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.